Event description:
It was reported that during implant the device showed post-paced t-wave oversensing. Patient was asymptomatic. The oversensing was noted on real-time egm. Programming changes were made and issue was resolved. The patient condition was fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.